Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a fenestrated bipolar forceps instrument did not perform the movement as desired - the joint was unintentionally angled into position. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer; however, was not able to obtain any additional information.